Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
An adverse event was reported involving the medical device nx052z - as vega ps tibial plateau cemented t1+. Specifically, it was reported that postoperative loosening occurred, and revision surgery was performed. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4) (400760537). Associated medwatch reports: nx009z (aesculap ag ref. No. 400760536; 9610612-2026-00113). Involved components: nx110 - vega ps gliding surface t1/1+ 10 mm (aesculap ag ref. No. 400760538). Nn261z - as tibial obturator d12 mm (aesculap ag ref. No. 400760539). Nx043 - patella 3-pegs p3 (aesculap ag ref. No. 400760540).